Event description:
Blood line for hemodialysis venous conection is luer lok'd to end of pt needle. Luer lok remained attached to pt needle, however the line disconnected from the luer lok. Blood pump speed 500 mls/min at time. Pt recognized emergengy & placed pressure on site which stopped blood pump to prevent significant loss of blood.